Event description:
Device malfunction: none. Symptoms/ae: perforation, av fistula. Time of symptoms/ae: post-procedure. It was reported that the physician, untrained in the use of the starclose device, successfully achieved arteriotomy after an unknown procedure in the left femoral artery. Post-procedure angiogram revealed a standing perforation in the iliac artery and contrast extravasation into the retroperitoneal. Prior to clip deployment, the patient developed an av fistula. The patient was transfused. Patient's current condition is unknown. No additional information is available.